Manufacturer narrative:
This supplemental report is being submitted to make a correction on the procode from nwb to fgb.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation found a crack at the bending section ribs near the insertion tube. The device was serviced and returned to the user facility. This type of bending section damage is attributed to excessive force. The instruction manual for use states, "do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ as part of our investigation, olympus made multiple follow ups with the user facility by telephone and in writing in an attempt to gather additional information on the reported event; however, no additional information was obtained.

Event description:
Olympus was informed that the uretero-reno videoscope was found broken at the bending section. No patient injury reported.